Manufacturer narrative:
Patient¿s weight is unknown. Date of postoperative screw breakage is unknown. This report is for four (4) unknown cannulated screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Implant date: unknown. First and second screw were left in the patient during the procedure on (B)(6) 2017. The third screw was explanted entirely. One half of the fourth screw was explanted and the other half could not be retrieved and is left embedded within the patient. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 patient presented with failure of the talonavicular joint fusion. Date of the original surgery is unknown. It was identified that four (4) cannulated screws that were implanted within the patient were broken. Surgeon performed a revision surgery on (B)(6) 2017 to extract the broken screws and implant new devices. Out of the 4 screws, the first and second screw were left in the patient as the surgeon was not able to retrieve them. The third screw was explanted entirely. One half of the fourth screw was explanted and the other half could not be retrieved and is left embedded within the patient. Patient was revised to new implants which included one (1) x-plate and four (4) titanium cortex screws. The revision surgery was completed without any surgical delay. The patient is reported to be in stable condition. This report addresses postoperative broken screws. The intraoperative issue of a broken screw has been captured under linked complaint (B)(4). This report is for four (4) unknown cannulated screws. (B)(4).

Manufacturer narrative:
Awareness date in (B)(4) should have been (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.